Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the screen was blank. The customer's blood glucose was 8 mmol/l at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and had constant beep due to vertical cracked lcd controller. Unable to perform all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump flashing white light on the display and constant beep. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.